Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer (fse) was dispatched to evaluate the device. The fse confirmed the test step failure and replaced the device's solenoid and proportional valve to address the issue. The device failed final testing. Additional evaluation is required. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer (fse) was dispatched to evaluate the device. The fse confirmed the test step failure and replaced the device's solenoid and proportional valve to address the issue. The device failed final testing. Additional evaluation is required. Additional information from the fse states the system board thought to have malfunctioned was not evaluated. The solenoid valve and proportional valve were replaced to address the test failure and were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The testing has not yet been performed. The system board was not returned for additional testing. If any additional information is received once the investigation is complete, a follow-up report will be filed.